Manufacturer narrative:
Upon visible inspection, the device was broken, therefore added to complaint a product development investigation was performed for the subject device. The following complaint device was received by customer quality (cq): one dhs®/dcs® coupling screw (part number: 338.200, lot number: 3086308, mfg. Date: unknown) the part was received with the following complaint description: ¿upon inspection in the sterile processing department, the dhs/dcs coupling screw is visible damaged. The tip of the device is bent. The sterile processing department staff confirmed that the device was not used during a procedure. It was discovered damaged during sterile processing inspection. No procedure or patient involvement¿. Upon visual inspection of the complaint device the threaded tip sheared off the device, the broken fragment was not returned with the complaint (~ 4.3 mm through 4.8 mm is missing and not returned). The remainder of the device is in good condition with no other issues noted. Replication of the complaint condition is not applicable as the device is already broken. No definitive root cause was able to be determined however this failure mode is typically associated with off axis loading and/or rough handling. The complaint condition is confirmed. A visual inspection, complaint history review, and drawing review, were performed as part of this investigation. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number 3086308. Manufacturing location: (B)(4). Date of manufacture: feb 26, 2009. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was attempted. The report indicates that the: DHR review for part # 338.20, synthes lot # 3086308 . Release to warehouse date: na. Expiration date: na. Supplier: na. The above part and lot combination could not be located. Therefore, a proper DHR review cannot be completed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that upon inspection in the sterile processing department, the dhs/dcs coupling screw is visible damaged. The tip of the device is bent. The sterile processing department staff confirmed that the device was not used during a procedure. It was discovered damaged during sterile processing inspection. No procedure or patient involvement. This complaint involves one device. This report is 1 of 1 for (b)().